Manufacturer narrative:
This event observed at 6 month follow up is related to the event observed event at 3 month follow up. For information regarding the 3 month follow up, refer to the neuroform atlas ide study reference #(B)(4). Subject device remains implanted.

Event description:
The patient underwent successful stent-assisted coil embolization of an aneurysm located in the basilar apex and post-procedure was assessed having a mrs of 0. During the 3 month follow-up, in-stenosis was observed. The patient was treated with medication according to the physician the in-stenosis was related to the procedure and the stent. At the 6 month follow-up, 70% vessel stenosis was observed by image finding. There was no associated patient specific clinical presentation. Medication (plavix) was increased from 75mg/day to 200mg/day. The relationship of the vessel stenosis to the procedure, to the stent (subject device), and to other devices has not been assessed by site. The patient was assessed having a mrs of 0 at 2 month and 6 month post the index procedure.

Manufacturer narrative:
A review of the device history record could not be performed because the lot number was not reported. The subject device is not available; therefore, functional testing as well as physical analysis cannot be performed. However, vessel thrombosis is a known risks associated with endovascular procedures and are noted as such in the device directions for use (dfu). Therefore, an assignable cause of anticipated procedural complications has been assigned to this event.

Event description:
The patient underwent successful stent-assisted coil embolization of an aneurysm located in the basilar apex and post-procedure was assessed having a mrs of 0. During the 3 month follow-up, in-stenosis was observed. The patient was treated with medication according to the physician the in-stenosis was related to the procedure and the stent. At the 6 month follow-up, 70% vessel stenosis was observed by image finding. There was no associated patient specific clinical presentation. Medication (plavix) was increased from 75mg/day to 200mg/day. The relationship of the vessel stenosis to the procedure, to the stent (subject device), and to other devices has not been assessed by site. The patient was assessed having a mrs of 0 at 2 month and 6 month post the index procedure.